Event description:
It was reported that a patient experienced a low glucose event while using the ilet pump after recently resuming pump therapy following a gap and recent use of long-acting insulin; the patient believed the pump delivered all insulin from the cartridge and removed the pump when it indicated it was out of insulin, while device data reportedly showed ongoing insulin delivery after the early morning hours. Symptoms included sweating, feeling ill, and a low glucose reading on the pump. Outcomes included self-treatment with oral glucose sources and recovery without emergency care or hospitalization. Investigation included review of device-reported insulin delivery. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with hypoglycemia of unclear cause in the context of recent therapy transition and algorithm relearning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.